Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a sheath leak occurred. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation (af), a faradrive steerable sheath was selected for use. The sheath was prepped, no abnormalities were noted. Following transseptal puncture during pre-mapping, it was noted that the sheath was leaking from the hemostatic valve. There was a slow, constant drip with a backflow of blood. The sheath was replaced, and the procedure was completed successfully without patent complications. The sheath is expected to be returned for laboratory analysis.